Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an observation with the atrial pacing management capture threshold. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) atrial thresholds could not be obtained. The ipg remains in use. No patient complications have been reported as a result of this event.